Event description:
It was reported that during a procedure the ultrasonic scalpel "was not sealing vessels and caused bleeding." No patient tinjury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The identification and lot numbers were not reported so the manufacture date and expiration date are unknown. A conclusive root cause could not be determined as the device was not returned. However, based on the information in the generator manual and IFU, the issue most likely occurred as a result of generator settings and/or end user technique during clinical use. Additionally, the facility¿s equipment (the hand piece used to connect the instrument to the generator and the generator itself) could not be evaluated as well. As the generator and hand piece work together to power the instrument, any failures of these pieces of equipment will result in the instrument not working properly. The ultracision harmonic scalpel generator 300 system user manual states: "with all instruments except the ball coagulator, use a higher generator power level for greater tissue cutting speed and a lower generator power level for greater coagulation." Sss instructions for use state: "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00092 where the physician had to switch to an open procedure due to a vessel not being sealed, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.